Event description:
It was reported to boston scientific corporation that a ureteral dilatation system was used during a cystobiliary retrograde right uteroscopy with placement of double j- tube stent performed on (B)(6) 2013. According to the complainant, during the procedure a 10fr urodilator was inserted into the guidewire in the urethra. They had reported that the end of the dilator became shredded and removed the uds ud3000 via an alligator forcep. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a ureteral dilatation system was used during a cystobiliary retrograde right uteroscopy with placement of double j- tube stent performed on (B)(6) 2013. According to the complainant, during the procedure a 10fr urodilator was inserted into the guidewire in the urethra. They had reported that the end of the dilator became shredded and removed the uds ud3000 via an aligator forcep. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The returned suspect device revealed that the end of the dilator was torn. Part of the distal end was detached; the detached fragment was returned. Per the event information, the defect was identified inside the patient during the procedure. During manufacturing, the devices are 100% inspected for integrity/specification. Most likely, the dilator was torn due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the complaint is operational/physiological context. A review of the device history record (DHR) was performed and revealed no issues related to the complaint. There were no non-conforming events or any deviations identified in the DHR review. The DHR review confirms that the accepted device met all manufacturing specifications.